Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads and with minor scratched display window.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. The customer was changing his infusion set and received the alarm during priming. Customer stated that the drive support cap is sticking out. Customer stated that the pump is always in the holster, which covers up that section of the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.